Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed there were two (2) struts on the valve inflow side that were exposed through a sheath puncture at approximately 0.25 inches from the distal strain relief. The esheath+ liner expanded as designed. The distal tip was unopened. The delivery system with valve was withdrawn from the esheath+. No abnormalities were observed on the delivery system. There were two (2) bent struts noted on the inflow side of the crimped valve. The bent struts corrected post expansion. There was imagery received for evaluation. Per imaging evaluation, tortuosity and calcification were present in the patient's right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra resilia (s3ur) valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the inability to advance the delivery system with valve through the esheath+ was confirmed based on the evaluation of the returned device. The available information suggests that patient factors (tortuosity, calcification) likely contributed to the event as the patient factors were confirmed via the provided imagery. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Regarding the esheath+ puncture, this event was also confirmed based on the evaluation of the returned device. The available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force) likely contributed to the event as the patient factors were confirmed in the provided imagery. Additionally, it was reported that several attempts were made to advance the delivery system with valve through the esheath+, including slight tension on the sheath and then attempting to advance the delivery system with valve. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in strain relief punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities such as tortuosity), these forces can further exacerbate damage to the strain relief, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction, to include additional information from the device evaluation, and to document the related manufacturer report number in section h10 (related report numbers). The following sections of this report have been corrected/updated: h11 (additional narrative/data). This is one of two manufacturer reports being submitted for this case. The devices were returned for evaluation. Examination of the returned devices clarified that two (2) struts on the valve inflow side were exposed through a sheath puncture. The delivery system with valve was withdrawn from the esheath+ and two (2) bent struts were noted on the inflow side. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, while trying to advance the delivery system with valve through the 14fr esheath+, the delivery system with valve became stuck and would not advance. After several attempts to advance the system, the delivery system, valve and esheath+ were removed. A new delivery system and 26 mm sapien 3 ultra resilia valve were prepared along with a 16fr esheath+. There were no issues with the second system and the second valve was successfully implanted. The patient was noted to have a small caliber vessel, but it was above the minimum for access. A dilator was used to dilate the tissue, track and advance the 14fr esheath+ into the patient. A 6 mm balloon was also used in the vessel to dilate the iliac arteries. Subsequently, additional information was received revealing the delivery system with valve was stuck at the distal end of the partially expandable portion of the esheath+. It was noted that the valve struts were partially exposed on the outside of the esheath+. It appeared that there was damage, such as a hole or a tear, in the sheath shaft. There was no damage observed on the delivery system. There was no patient injury.